Event description:
Chair alarm did not sound. When pressure relieved from alarm, it does not ring. President fell without injury. Sensor pad faulty, as when new pad placed on alarm, the alarm itself worked fine.